Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient started tremoring and when they "hooked up his device" because it seemed it was not working, and when it finally connected with patient's implant, reported seeing no therapy, contact your clinician as soon as possible, neurostimulator can no longer provide therapy because it has reached end of service, service code 1709. Reviewed meaning of service code/end of service (eos). Reviewed overview of patient's implant. The patient was redirected to their healthcare provider to further address the issue. Caller stated they are surprised there was no notification before reaching eos. Agent reviewed low battery notifications. Caller provided feedback that there should be an email notification when patient's implant battery is getting low. Agent documented caller's feedback. Caller stated they think they will have to get patient to the hospital because patient is not able to take oral medication in their state to control their parkinson's. When asked for event date, caller stated patient's home care nurse heard "something, like a beeping of some kind" probably within the last half hour and noticed patient was tremoring.